Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to fail for vibration. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted. It was further determined that if the device was run with this type of damage, heat vibration and/or noise would be created from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damaged bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment inspection, it was observed that the attachment device was running hot. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.